Event description:
Pt transferred from hospital to nursing facility. Diagnosis renal failure. At nursing facility, foot of stretcher wheels placed on sidewalk. When lifting head of stretcher over curb, pt shifted their weight to the left causing the stretcher to shift to the left and topple. Both emt's tried to prevent topple of pt and stretcher and when they realized they were unable to do so, they maintained hold of pt and strecther to control fall. When pt was on the ground, one emt secured c-spine and the other emt unstrapped the pt from the stretcher and evaluated the pt. Pt complained of some pain in the left rib cage where stretcher straps crossed torso. Pt was transported by emergency medical system to the emergency department of the hospital in that community.